Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0krqg, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient needed assistance troubleshooting with their patient programmer. The patient saw a poor communication screen on the programmer. It was confirmed the antenna was secure, and when synced this resolved the issue. It was also reported the patient had an x-ray done at her doctor¿s office of the lumbar spine area and they found that the wire was separated and the electrode fractured. Caller states she has made an appointment with the managing physician for the device, but until she sees him she wants to turn stim off, and during the report call they were successfully able to turn the device off. The patient had been experiencing pelvic pain and considering it may be a hip issue or lower back; they confirmed this issue was not related to the device. No symptoms were reported, and no further complications were reported or are anticipated.